Event description:
Hospital or personnel responded to a trauma patient in cardiac arrest. The patient was connected to a defibrillator/monitor/pacemaker with the electrodes and an unknown number of countershocks delivered. According to the reporter, when the last countershock was delivered, arcing was observed near one of the electrodes. The electrodes were removed from the patient, to be replaced by another set when, according to the reporter, another set could not be found. The patient was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the patient. The reporter based their opinion on the attending clinician's assessment of the patient's viability.